Event description:
The pt implanted with a left ventricular assist device. The surgeon reported that the pt was having red heart alarms and no readings from the system controller was exchanged. Once connected to the new system controller, the surgeon could tell that the pump was stopping as verified by no humming sound when auscultated. The new system controller also went to backup mode.

Manufacturer narrative:
The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.